Manufacturer narrative:
The pods involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. It cannot be determined whether the reported insulin leaks were internal to the devices (indicating possible device malfunctions) or at the pod insertion site (indicating that the cannulae possibly became displaced). The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.

Event description:
The customer's mother reported that her son experienced high bg levels (specific readings were not provided but are assumed to be greater than 250mg/dl). Two suspect pods had been worn and were reportedly "leaking insulin"; as a results, he experienced the high bg's and had to be hospitalized. No information about the hospitalization was provided. Additional information about the event was requested by insulet customer care but was not received. No product will be returned for evaluation.